Event description:
Rptr had second set of implants inserted on 6/19/87. Diagnosis: status post first stage bilateral breast reconstruction (tissue expansion). Rptr had removal of tissue expanders, internal capsulotomies and insertion of these implants. Rptr experienced rheumatoid arthritis, capsular contractures, carcinoma, arthritis with symptoms, joint swelling, pain, stiffness, muscle fatigue, swelling of hands and fingers, fatigue, breast tenderness, general aching and stiffness, swollen glands, tingling of extremities, incorrect sizes of implants with asymmetry, visible wrinkles, hardness of breasts, implant noises, numerous operations, foreign giant cell reaction, scaring, back and knee stiffness, morning stiffness and saline leakage. (Same rptr referred to in 1000230, 100232 and 1000233.) Insertion of tissue expander. She had open capsulotomy, right reconstructed breast. Expander was